Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte day aligners. Patient reports, that they are having allergic reaction to the aligners. Their symptoms include rash on face and forehead, whole right side and right eye and lips are swollen. Tingling of tongue and dizziness. Patient was advised to seek immediate medical attention and discontinue aligner wear.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.